Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging unusual issue - after customer inserts strip with the meter on it does not change to the apply blood screen. Stays on menu, in addition to unusual issue - customer puts strip in, it turns on and then turns right off. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (10/02/2014) device evaluation:the lay user/patient¿s product has been returned on 08/29/2014 and evaluated by lifescan product analysis on 09/30/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. The voltage of the battery was low. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (10/26/2014). The patient¿s test strips have been returned on 9/18/2014 and evaluated by lifescan product analysis on 10/16/2014 with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.